Manufacturer narrative:
Update to section: last name, first name, address, city, country, zip/postal code, phone number.

Event description:
A report was received that the returned electrode revealed that the shaft had become separated from the hub due to excessive external mechanical force.

Event description:
A report was received that the returned electrode revealed that the shaft had become separated from the hub due to excessive external mechanical force.

Event description:
A report was received that the returned electrode revealed that the shaft had become separated from the hub due to excessive external mechanical force.